Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation by manufacturer: examination of the returned complaint device revealed residue was present on the device indicating use/handling. A physical examination of the device found the array to be slightly extended. The tip was sharp and edge was properly beveled. The needle was slightly bent at approximately 3 cm from the tip. A functional evaluation was performed by extending and retracting the array without issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that during a radiofrequency ablation treatment procedure, insertion difficulties were encountered. The target lesion was located in the liver. This 3.0/17/15 leveen¿ superslim¿ needle electrode was selected for use. Severe resistance was encountered when attempting to puncture at the target site. Another of the same device was unpacked; again resistance was encountered when doing the puncture, but it was not as severe as the first device. The procedure was completed with the second device. No patient complications were reported and the patient's status is good. However, device analysis revealed that the needle was slightly bent.